Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 display- and control module. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 display- and control module became unresponsive during priming. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The defective control display module was returned to livanova (B)(4) for repair. A defective component inside the module could be identified as root cause for the reported issue. The defective part was replaced and subsequent functional verification testing was completed without further issues and the unit was returned to the customer.